Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was that the cassette was not detected. As a result, the downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump cassette was not properly attached. During physical inspection, it was found that there was a damaged downstream occlusion seal. There was no patient involvement, no patient injury was reported.